Event description:
The customer reported that he experienced high blood glucose levels during a doctor visit. The customer delivered a 2.1 unit bolus for a blood glucose reading of 220 mg/dl. Two hours earlier, the customer had given himself a bolus of 9,9 units for a blood glucose reading of 517 mg/dl. After the doctor's visit, the customer got into an accident. His blood glucose reading was 26mg/dl when the paramedics arrived. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals added up correctly and the reservoir volume matched the reservoir amount. The insulin pump also passed the displacement test. The customer was not comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.